Event description:
A trilogy evo ventilator was returned to the manufacturer for routine preventative maintenance. There was no allegation of device malfunction. The device was not in patient use. During the evaluation of the device at the manufacturer's service center, the customer complaint was confirmed. Error code was found in the ventilator's downloaded error log. The device's system pca was replaced to address the issue. The following parts were replaced due to dirt observed: flow sensor, blower assembly and inline proximal filter. In addition, the following parts were replaced to prevent failure: air inlet foam filter and particle filter.